Manufacturer narrative:
The returned device was received cut at the catheter. Due to the condition of the returned device, no functional tests could be performed. The complaint of difficulties cutting cut not be confirmed. Furthermore, a root cause could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010. According to the complainant, the snare was looped around the base of a polyp. The physician then attempted to cauterize and cut through the tissue but was unsuccessful. The snare was then hooked up to another generator with still no success of cutting through. At that point, the physician noted that the snare loop was caught up within the tissue of the polyp and it could not be removed. The physician cut off the handle of the snare to remove the scope and sent the patient to surgery to have the device removed from the polyp. Following the procedure, the initial generator was tested with another snare and it worked properly. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010. According to the complainant, the snare was looped around the base of a polyp. The physician then attempted to cauterize and cut through the tissue but was unsuccessful. The snare was then hooked up to another generator with still no success of cutting through. At that point, the physician noted that the snare loop was caught up within the tissue of the polyp and it could not be removed. The physician cut off the handle of the snare to remove the scope and sent the patient to surgery to have the device removed from the polyp. Following the procedure, the initial generator was tested with another snare and it worked properly. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4) ¿ surgery. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a polypectomy procedure within the colon on (B) (6) 2010. According to the complainant, the snare was looped around the base of a polyp. The physician then attempted to cauterize and cut through the tissue but was unsuccessful. The snare was then hooked up to another generator with still no success of cutting through. At that point, the physician noted that the snare loop was caught up within the tissue of the polyp and it could not be removed. The physician cut off the handle of the snare to remove the scope and sent the patient to surgery to have the device removed from the polyp. Following the procedure, the initial generator was tested with another snare and it worked properly. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: it was confirmed that current did pass through the snare; the complainant indicated that the snare "cauterized the tissue but did not cut it."